Event description:
Follow-up information revealed the patient underwent surgical intervention where in the ipg was explanted and replaced. Effective therapy was restored post-operative.

Event description:
It was reported the patient's ipg was inoperable. A company representative met with the patient and confirmed the issue via troubleshooting. As such, surgical intervention is pending to address the issue.